Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2024 by acta orthopaedica, titled ¿high revision rate of metal-backed glenoid component and impact on the overall revision rate of stemless total shoulder arthroplasty: a cohort study from the danish shoulder arthroplasty registry ". The study reviewed one hundred sixty-five (165) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and all pe or metal-backed glenoid (arthrex), to address non-specified indications. During the sixty (60) month follow-up period, one (1) patient experienced instability leading to revision. Source: nyring mr, olsen bs, jensen sl, rasmussen jv. High revision rate of metal-backed glenoid component and impact on the overall revision rate of stemless total shoulder arthroplasty: a cohort study from the danish shoulder arthroplasty registry. Acta orthopaedica. 2024;95:386.